Manufacturer narrative:
Conclusion: access site complications such as dissections are listed in the device instructions for use (IFU) as potential adverse effects, and can occur during any percutaneous intervention. These events are typically related to patient factors (calcification, tortuous anatomy, etc.), and/or procedural effects (sheath used, user technique, closure device, etc.), but an assignable root cause cannot be determined at this time. There was no information to suggest a device quality deficiency related to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection of the left external iliac artery was reported and a stent was placed. A computed tomography (CT) scan showed moderate calcification of the left femoral artery. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.